Event description:
The customer reported that the scope¿s image was abnormal. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide (lg) lens was missing and the edge of the metal part was impacted. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the light guide (lg) lens was missing and the edge of the metal part was impacted. It was also found that the lg fibers were damaged, the lg tube was damaged and screen black out occasionally due to damaged lg tube, and dents were found on the outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: h6: (impact code). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. Based on the results of the investigation, the light guide lens missing and impacted edge were likely, caused by improper handling by the user. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.